Manufacturer narrative:
Manufacturer's investigation conclusion: review of the log file data submitted by the account confirmed low flow alarms; however a specific cause for the low flow events could not be determined though this evaluation. In addition, a direct correlation between (B)(4) and the reported elevated lactate dehydrogenase (ldh) and syncope could not be conclusively determined through this evaluation. The submitted controller event log file captured transient low flow alarms on (B)(6) 2022. Of note, pulsatility index (pi) values were elevated during the alarms. The system appeared to operate as intended at the set speed for the duration of the log file. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(4), and no further related issues have been reported at this time. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing and quality assurance specification. The heartmate 3 lvas instructions for use (IFU), rev. C is currently available. Lists hemolysis as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. In addition, provides information regarding anticoagulation, including recommended international normalized ratio (inr) values. Also provides an explanation of all pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook, rev. C, is currently available. "Alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented to the hospital after a syncope event at home. Low flow alarms and elevated lactate dehydrogenase (ldh) were also reported. It was later reported that the cause of the elevated ldh and syncope event were unknown. The patient¿s elevated ldh was treated with anticoagulation medication. A computed tomography angiography (cta) was performed and found no signs of thrombus or outflow graft kinking.